Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Device history batch: null. Device history review: null.

Event description:
It was reported that during the left upper lobectomy surgery, after the 2th fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.